Event description:
It was reported that the patients spinal cord stimulation (scs) system was not providing adequate pain relief. The patient underwent an explant procedure wherein all device components were removed. No further information could be obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in the year of 2024. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 21096878 / 21096878. UDI: (B)(4).